Manufacturer narrative:
Updated fields: d8, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the subject device had a defective foot switch and water flows continuously without having to depress the activation pedal. The "pouring" of water out of the scope was random during an esophagogastroduodenoscopy (egd) procedure. The procedure was completed successfully. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had a defective foot switch and water flows continuously without having to depress the activation pedal. The "pouring" of water out of the scope was random during an esophagogastroduodenoscopy (egd) procedure. The procedure was completed successfully. There were no reports of patient harm associated with the event.